Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A straight shell inserter was returned. Visual evaluation identified the following: the threaded tip was fractured and the fractured piece was not returned. There was wear and tear consistent with use over a potential field age of approximately 10 years. Review of the device history records identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device exhibits wear and tear consistent with use over a field age of approximately 10 years. Additionally, review of the rir confirmed the raw materials utilized were conforming to specifications. The reported issue has been previously investigated and the following conclusion was drawn: threaded bolt tip fracture- the failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the threads broke off of a straight continuum cup inserter while impacting a cup into a patient during an initial total hip procedure. The broken threads remain in the implant inside the patient. The surgeon was unable to remove it. Attempts have been made and additional information on the reported event is unavailable at this time.